Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned to the manufacturer, analyzed and tested out of specification. There was a connector finding. The outer insulation had a white substance and cosmetic depression. The helix/lobe was distorted/bent; there was blood in/on the helix/lobe mechanism, and the lead was stretched.